Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline catalog #3501650 lot #5555753 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Physical examination confirmed that the left breast prosthesis had deflated. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 5/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. During examination, product evaluation observed a valve delamination. No other anomalies were found. The complaint was confirmed since a delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. The device history record ( DHR) of lot number 5555753 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/9/2018, mentor became aware that the patient underwent bilateral removal and replacement on (B)(6) 2018. The replacement devices were (left) mentor smooth round moderate profile 325cc saline catalog #3501650 sn #(B)(4) and (right) mentor smooth round moderate profile 325cc saline catalog #3501650 sn#(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).